Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had gone to bed with a blood glucose of 41 mg/dl (which she treated with grapes); when she woke up her sensor glucose was 120 mg/dl and her blood glucose was 360 mg/dl. The patient treated her high blood glucose with the pump. The customer attempted to calibrate her sensor but receive sensor errors three or four times. Troubleshooting was initiated for the sensor errors and she was unable to complete the test plug procedure. The sensor was returned for analysis and a replacement sensor was shipped to the customer.